Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement procedure, noise, oversensing, and low sensing on the atrial lead were noted. The physician elected to cap and replace the atrial lead. The patient was stable with no adverse consequences.